Event description:
Customer calling from emergency room; getting treated for low blood glucose. The insulin pump was worn in a room with MRI. Customer received motor error and blood glucose went down to 43 mg/dl. The ems was called for low blood glucose; after treatment customer's blood glucose went up to 278 mg/dl. Troubleshooting for motor errors, noticed all of the settings were erased out of the insulin pump. Advised customer that insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.